Event description:
It was reported that a fct75 was used during an unknown procedure. It was reported by the affiliate that the wedge of the instrument would not move appropriately on the rail, so the tissue was not stapled, but only cut. The surgeon put overstitches to close the tissue.